Event description:
It was reported to philips that c arm was unable to move. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the c-arm stopped working. Philips confirmed that no service had been provided to the customer due to end of support status of the device. As the evaluation and repair service was not provided, no additional information was retrieved, and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.